Event description:
A malfunction alarm with code "malf 0" was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was instructed to call back if any issues arise again, and they acknowledged this guidance.